Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: product ID 2067 radiofrequency programmer head; product ID 229047 software programmer. (B)(4).

Event description:
It was reported that the programmer was unable to interrogate an implantable heard device model. The programmer was returned for service. No patient complications have been reported as a result of this event.